Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing itchiness, redness, blistering rash and weeping wounds occurred while wearing the pod between 37 and 48 hours on the arm. Symptoms began 1 day into usage. The patients blood glucose level was 300 mg/dl. The patient visited their physician on (B)(6) 2023 and was prescribed cortisone cream and hametum cream. Hyperglycemia treated with a new pod.